Event description:
The patient's spouse reported that the patient went to the ER because pulse rate decreased into the 40's. The device was programmed in the 80's. Follow-up with the clinic reported that there was no documentation in the patient's records about this issue. Patient was seen in the office after the time of the call and had "normal device function". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being filed under (B)(4) for a 2 year retrospective review of reported events where the product was still in use; data range 03/30/2008 and 03/29/2010. This medwatch report represents 1 of 416 events (event type code malfunction). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.